Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating this device has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker was implanted approximately one year ago. At routine follow-up the device battery indicated 11 years remaining. At the next follow-up the battery was found to be at 2.5 years remaining. A high power consumption condition was noted. It was reported the patient rarely paces and outputs had been optimized. Device data was sent for review which confirmed the device did not experience any resets. However, a high power consumption condition was confirmed. Boston scientific technical services (ts) recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.